Event description:
The integra miltex disposable dermal curette 4mm has been reported by our wound providers at both facilities as being sporadically dull/not containing a sharp edge. Product within the same lot contains both products with the expected standard while others do not. The providers report that they have had at least (7) curettes with this defect, disposing of a few when this initially occurred. We have retained a few of these instruments however all have had patient contact and could not be cleaned completely to remove contamination. Affected product lot: #220814, expiration 8/1/2027. Lot: #220912, expiration 9/1/2027.